Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to correction, additional information and device evaluation) . H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm one side of the v-cutter was broken off. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested, and no anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the tip of the device broke into pieces on the patient's leg. As per the user facility, the device was replaced, and an additional unit had to be used to complete the procedure. All the pieces were removed from the patient's leg. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).